Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was found at the tubing. The patient replaced infusion set and resumed insulin successfully. No further information available.